Event description:
It was reported that following an rv (right ventricular) lead revision, the rv lead could not be seated properly. The lead was cleaned and saline was injected into the port, but after many attempts there was no success. We will attempt follow-up to determine the reason for the lead revision. The device was explanted and replaced, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Evaluation summary: upon analysis, no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.